Manufacturer narrative:
Complaint item details were under review and research of the reported item. Details finalized to allow for submission of record.

Event description:
Implant failed to osseointegrate.